Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and occipital neuralgia. It was reported that the patient saw a por. The patient stated that their therapy stopped due to the por. The patient was trying to charge when the patient saw the por. Informational por was reported. The patient was to follow-up with the healthcare provider (hcp) to find and resolve the reason for the por. The patient stated that they thought it was a battery issue, but the battery was still half full. The patient stated that they changed the clock by an hour and it was fine. The por was resolved.